Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left main artery with mild tortuosity and heavy calcification, pre-dilatation was performed with a 4.0x14 non-abbott balloon. A 3.5x33 rx xience prime stent delivery system (sds) was advanced, resistance was met with the non-abbott guiding catheter, excessive force was applied and before exiting the guiding catheter, the proximal shaft of the sds separated into two pieces. The distal portion of the sds was simply withdrawn from the patient anatomy and the guiding catheter remained in place. A new same size rx xience prime sds was advanced without resistance and implanted to successfully treat the target lesion. Reportedly, the stent was well apposed to the vessel wall. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Difficult to position/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.